Manufacturer narrative:
Follow-up information received on 14-dec-2015 and on 17-dec-2015 patient stated that she was unable to work because of pelvic pain, abdominal pain, back pain, arthritis and depression. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, although the procedure was considered easy, the patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis was performed and concluded based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up information received on 03-sep-2015 medical records received. New reporter was added. On (B)(6) 2013, patient presented for evaluation of abdominal pain / pelvic pain. Pain was located rlq without radiation. Onset occurred 1 year ago. Aggravating factors include bowel movement, movement and urination. Alleviating factors include nothing. On (B)(6) 2013, she was still having sharp abdominal pain. Pain when she needed to void and when she needs to defecate. Plan: dx (interpreted diagnostic) lap with salpingectomies. On (B)(6) 2013, less pain than before surgery was reported. On (B)(6) 2013, rlq pain, squeezing, crampy pain were reported. She also had nausea and vomiting on (B)(6) 2013. Had constipation, 2 weeks no bm. She took mag citrate, and had bad diarrhea since then. Pain was with defecation, urinating q (every) hours and some dysuria. On (B)(6) 2013, she complained of pain every day but intensity varied. Pain was low pelvic right worse than left. Patient had endometriosis that was fulgurated during surgery. On (B)(6) 2014, she presented with night sweats several times a night, hot flashes not bad. On (B)(6) 2014, patient with history of hysterectomy and bso (interpreted bilateral salpingo-oophorectomy) and endometriosis fulgurated in (B)(6) 2014. Lap appy (interpreted appendectomy) was done in (B)(6) 2014. On vaginal premarin with oral aygestin. She complained of pelvic pain and left buttocks pain that travels to the front. She was still taking norethrinedrone and was having hot flashes. Occ (interpreted occasional) sharp abdominal pain. On (B)(6) 2014 she had left side pelvic pain, constant nawing and irritating pain on the left with episodes of sharp pain as well. Occasional nausea and vomiting. Tender at vaginal cuff left greater than right. On (B)(6) 2014, she was still having some left sided low abdominal pain. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, although the procedure was considered easy, the patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Product technical complaint (ptc) analysis was performed and concluded based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up received on 05-jul-2016: essure legal case extract form was received. Information received from health care professional states that, on (B)(6) 2012, plaintiff presented bilateral sacroiliitis. On (B)(6) 2013, pelvic ultrasound scan was performed. Plaintiff status was post partial hysterectomy. There was no evidence of ovarian pathology. On the same day ((B)(6) 2013), abdominal/pelvic computed tomography was done and there was no urinary/bowel obstruction. Appendix was not visualized; however no pericecal inflammatory change was seen. Spine findings were suggestive of rheumatoid arthritis. On (B)(6) 2014, another abdominal/pelvic computed tomography was performed prior appendectomy. There were no definite renal stones or obstructive uropathy. Equivocal wall thickening of the ascending colon versus incomplete distention was seen as well as sacroiliitis. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, although the procedure was considered easy, the patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up received on 22-apr-2015: medical records received: consumer's medical history included family history of arthritis and iodine allergy. She does not use alcohol or nicotine (previously reported as nicotine user). On (B)(6) 2013, during consultation, it was informed that patient has had severe pelvic and bilateral lower quadrant and suprapubic abdominal pain since getting coils placed. Pretty significant pain within hours of this procedure and ended up having complications of the coils not being in the right place. One of them had to be fetched at laparoscopy and was lodged in the fat of the colon and may have been protruding into the colon. The other was found in the uterus and had to be taken out via follow-up hysterectomy. Intercourse is painful for her. She does not have constipation or diarrhea, although she does have nausea, some pain on urinating, and sometimes pain on defecating. She also complains of some non-cardiac type chest discomfort. Review of systems: frequent headaches and dizziness on change of position, and easy bruising. As plan, labs were ordered, and tentative colonoscopy was schedule. On (B)(6) 2013, patient presented pelvic pain. Found to have 3 titanium pieces of hardware in vaginal cuff area a week after her last colonoscopy and this had to be incised and vaginal cuff closed surgically. She was seen in emergency room with high fever (102.4), diagnosed with pelvic inflammatory disease, sent home on flagyl, which she did not tolerate due to nausea. Colon findings from april: rectocolitis, blood and mucous present may have been reaction to what was next to the rectum which was the titanium hardware in vaginal cuff area. As plan amoxicillin was prescribed and return one month. On (B)(6) 2013, pelvic pain persists with no improvement. She is having painful defecation and some constipation and dysuria. Plan was miralax, kyo-dophilus. Physician thinks she probably still has some titanium present and she probably needs another exploration. On (B)(6) 2014, during consultation, it was reported that she has been hurting for several months. She states she has had multiple abdominal procedures in the past year or so and has had ongoing back pain. Review of systems: positive for 10 pound weight loss in the last 5 months, sweat heavily at night, teeth sensitive to cold foods or drinks, appetite changed recently, pain or discomfort in abdomen, and recent nausea or vomiting. Assessment: left sacroiliac joint dysfunction. Plan: left si (interpreted sacroiliac) joint injection done under fluoroscopy with arthrogram. Follow-up information was received on 27-apr-2015 and 30-apr-2015 via medical records. New reporters were added. Consumer's date of birth, weight and height were provided. On (B)(6) 2012 ob ultrasound was performed and showed single viable intrauterine pregnancy with an average ultrasound age of (B)(6). On (B)(6) 2012 she presented with enlarged uterus, sharp stabbing pains-continuous. Lortab/ibuprofen was given as treatment. On (B)(6) 2013 she was complaining of colon-abdominal pain and was admitted for colonoscopy which showed mild to moderate rectal colitis-biopsied. Mild terminal iileitis-biopsied. Specimens/cultures showed rectal colitis, sigmoid colitis, terminal ilium. Stool specimen showed occult blood positive (normal range: negative) on (B)(6) 2013 according to office note, she has had lower lumbar pain for over a year. An essure implant which fractionated and has had multiple laparoscopic explorations for metal fragments including a hysterectomy. She does has fallopian tubes and ovaries bilateral. She stated she has increased curve in her lower back which was told by another physician. She has been taking pain medication, po steroids and nsaids intermittently over the last year or so which has not resolved her pain. Her pain is primarily l upper gluet and lower lumbar. Stated has pain down posterior l thigh, l post knee pain, with associated l lateral and ball of her foot tingling. Her le [interpreted as lower extremities] worse with sitting and laying flat. The assessment was lumbar radiculopathy, pelvic somatic dysfunction and muscle spasm of back. On (B)(6) 2014 she presented with llq pain and diffuse cramping. Pain in back as well, and radiated to l groin area. On (B)(6) 2014 she presented with abdominal pain. History of possible ulcerative colitis. Started prednisone. On (B)(6) 2014 she was still having abdominal pain. Diffuse lower bilateral quadrant pain. Some intermittent brb with bm. On (B)(6) 2014 according to the hospital note, the preoperative diagnosis was abdominal bloating, abdominal pain, and blood in stool. The postoperative diagnosis was colon polyp, rectal colitis. Colonoscopy was performed. The diagnosis was colon rectal bleed. She was discharged home same day. On (B)(6) 2014 abdomen/pelvic CT without contrast was done and showed no acute abdominal abnormality. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Product technical complaint (ptc) analysis was performed and concluded based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow up information received on 20-may-2015 (medical records): on (B)(6) 2012, essure was inserted. There was some shaggy tissue; however, both ostia were quickly visualized. Coils were deployed in left tube without difficulty and there were three coils at end of procedure. They were deployed in the right tube in a similar fashion with only one coil visible. Patient tolerated procedure well. Cervical os was gently and progressively dilated to a #5 hegar. Parametrial block was instilled using a total of 40cc of 0.5% ropivacaine/normal saline. Lortab 7.5mg. Xanax 1mg. Toradol. Depo-provera was used as back contraception dilator. Notes from (B)(6) 2012, included: patient was 3 weeks post-op essure placement. She called office on several occasions and went to the emergency department twice in one location, once in another. Pain was in pelvis, primarily in the right lower quadrant. This was sharp stabbing and constant in nature. She was experiencing nausea with vomiting. She was able to tolerate fluids. Plan: diagnostic laparoscopy. Notes from (B)(6) 2012, included: patient stated she was still not feeling right. She was presenting persistent lower abdominal pain and cramping and only having bowel movements every three to four days. She also reported intermittent scant spotting. Notes from (B)(6) 2012, included: patient continued with left lower quadrant pain with radiation to the back. She stated it was unrelenting. It was painful to have a bowel movement. Notes from (B)(6) 2012, included: patient was still experiencing pain and bleeding and wanted to proceed with hyst (interpreted hysterectomy). Notes from (B)(6) 2012, included: patient presented 2 weeks post-op tlh (tubal ligation hysterectomy). She was experiencing some slight soreness in the right lower quadrant, but overall, feeling much better. No problems with bowel or bladder. Scant discharge. Notes from (B)(6) 2013, included: intermittent lower quadrant pain, both left and right, that was sharp-shooting in nature. She can describe no exacerbating factors. Will lay down and get some relief. Also reports dyspareunia. On (B)(6) 2013, patient was complaining of left lower quadrant pain that was sharp-stabbing and constant in nature, dyspareunia, unable to have intercourse in two weeks due to the discomfort. Two day history of some very scant spotting. On (B)(6) 2013, patient called not feeling well and very dizzy 4 months post-op. On (B)(6) 2013, she was feeling better and had no further sharp pains. Scant discharge. On (B)(6) 2013, patient was not feeling well. Discomfort when she has a bowel movement or voids. Has diffuse pains, intermittently, throughout pelvis, and overall, just does not feel good. Plan: refer to pcp. Start cymbalta 30mg daily. Follow-up received on 01-jun-2015: on (B)(6) 2013, during emergency department visit, patient complained of abdominal pain which started 8 months ago and is still present, located in right and left pelvis. Patient was referred for ultrasound. Ultrasound was performed on (B)(6) 2013 and showed both ovaries have grossly normal appearance. Uterus not visualized consistent with the patient's history of prior hysterectomy. Follow-up received on 05-jun-2015: discrepancy was reported regarding year of patient's birth (now reported as 1989). Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, although the procedure was considered easy, the patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Product technical complaint (ptc) analysis was performed and concluded based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up received on 12-oct-2016: patient presents to emergency room on (B)(6) 2015 with left lower quadrant abdominal pain. She had a CT (computerized tomogram) of the abdomen and pelvis with contrast and no abnormality was identified. Her uterus and ovaries are not clearly identified and if present could be further evaluated with ultrasound. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are anticipated for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, although the procedure was considered easy, the patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up received on 11-mar-2016: medical records extraction was received. Patient has as allergies/social history allergy to tomato. According to emergency room note, on (B)(6) 2013, patient presented with pain that was acute. The symptoms were located in the low back and the onset of the symptoms/episode occurred gradually 2 week before. It was also informed that the pain radiates to the left leg. Patient has no apparent associated signs or symptoms and the problem was sustained from unknown cause. Additionally, physician reported that patient's symptoms were alleviated by nothing and states that them aggravated by any movement. The severity of symptoms was described, at their worst, as moderate and, in the emergency department; the symptoms were unchanged despite home interventions. Patient has experienced a previous episode and has been recently seen by a physician at a clinic (2 weeks ago), with similar presenting complaints. She was told that she has sciatica but was not better and now it is spreading up back on sides. She was discharged home in the same day. On (B)(6) 2012, leukocytes test was done and the result was 1+ ab. In the same day ((B)(6) 2012) abdominal/pelvic x-ray was performed and showed right double-j ureteral stent in place. The proximal aspect was just below the level of the upj and the distal aspect was within urinary bladder. There was no evidence of hydronephrosis, currently and no evidence of bowel obstruction. On (B)(6) 2014, according to emergency department notes, patient was diagnosed with muscle spasm and chronic low back pain. Patient states lower back pain and informs that injured it a few months ago. She also reported that she has a primary care physician but that night ((B)(6) 2014) the pain was worse. Patient denied associated abdominal pain or neurologic symptoms. Additionally, sacroiliitis (chronic appearing) was reported and, as patient past surgical history, it was reported hysterectomy and 7 stents stomach surgeries in the past year and a half. On (B)(6) 2014, office note conclusion was prior appendectomy, no definite renal stones or obstructive uropathy and equivocal wall thickening of the ascending colon versus incomplete distention. Patient´s date of birth was updated. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, although the procedure was considered easy, the patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and rectal colitis as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 10-sep-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for sterilization and experienced permanent and continuing injuries. No further information was provided. Follow up information from 13-oct-2014: ptc (product technical complaint) result was received. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, a medical event was reported, but not further specified. No further information was available at this point in time. The reported medical event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 30-dec-2014: medical records received. Consumer's demographic information was provided. Historical condition included: nicotine use, gravida 3 and para 3, preterm labor ((B)(6) 2012), infections of genitourinary tract antepartum ((B)(6) 2012), preterm labor with preterm delivery ((B)(6) 2011), yeast infection, gerd (gastroesophageal reflux disease) and anxiety. On (B)(6) 2012, pelvic ultrasound complete including transvaginal was performed for irregular bleeding, patient 5 weeks post partum. On (B)(6) 2012, essure was inserted for permanent birth control. On (B)(6) 2012, notes included that patient was presenting right lower quadrant abdominal pain. She was discharged home with lortab for pain. On (B)(6) 2012, patient was presenting abdominal pain, more localized over abdomen. Pain relieved with toradol. CT was performed and showed mild prominence of the right renal collecting system with right extra-renal pelvis. Hepatic cyst. A few scattered right lower quadrant mesenteric lymph nodes which may reflect mesenteric adenitis. Occlusion device over the right fallopian tube/adnexa. Discharge diagnoses: abdominal pain, generalized. Gastroenteritis. On (B)(6) 2012, patient was presenting lower abdominal pain, cramping in nature, moderate in severity, no radiation. Nausea, vomiting (every few days) and diarrhea (1xday for the last 5 days). Episode gradual onset 2-3 weeks. Complained of abdominal pain x 4 days ago since procedure was done, patient had recent CT that indicated kidney stones and a coil missing from the fallopian tube from procedure done in (B)(6). Clinical impression: acute abdominal pain; uti (lower urinary tract infection). On (B)(6) 2012, patient was presenting persistent right lower quadrant pain. Last menstrual period was on (B)(6) 2012. She was presenting bleeding, post dmpa (interpreted depot medroxyprogesterone acetate). Operative note: diagnostic laparoscopy. Essure coil in right tube and extruding back through the fundus. Implanted into peri-colic fat of the bowel. Removed laparoscopically without difficulty. Pelvis was otherwise normal, including appendix. Coil was grasped near the insertion into the bowel peri-colic fat and teased out. It was then removed from the fundus of the uterus. Inspection revealed another section of coil still in the peri-colic fate, which was teased out gently. The coil was removed in entirety. On (B)(6) 2012, a CT scan was performed and showed a mild right hydroureter-nephrosis of questionable etiology. On (B)(6) 2012, progress notes included that she was still presenting severe pains. She was seen in ER and told she had kidney stone, but never passed one. She was also having pain on the left side. On (B)(6) 2012, operative note include cysto rt rgp (interpreted cystoscopy right with retrograde pyelogram) stent placement for right hydronephrosis. On (B)(6) 2012, patient was still presenting abdominal pain. She was complaining of vaginal bleeding. On (B)(6) 2012: the stent was removed from right ureter. Bloody efflux left ureter. Bladder drained. Current impression: hydronephrosis; abdominal pain; microscopic hematuria. On (B)(6) 2012, yeast infection involving vaginal and surrounding area. From (B)(6) 2012, history and physical notes included: pelvic pain after her essure removal procedure, and after workup, underwent lsc where the essure coil in the right tube was found to be protruding through the fundus, and superficially adhered to the bowel. The distal end was in the tube. Operative note: total laparoscopic hysterectomy (tlh). Surgical pathology from (B)(6) 2012 included chronic cervicitis. Proliferative endometrium. Lines of peritoneal reflection. On (B)(6) 2012, patient was presenting chest pain. Discharge diagnoses: chest wall pain, costochondritis. On (B)(6) 2012, a chest x-ray was performed and showed minimal peribronchial cuffing. Mild reactive airways disease or viral pneumonitis could not be excluded. On (B)(6) 2013, she was presenting abdominal pain, generalized, nausea, constipation and painful urination. On (B)(6) 2013, she was still presenting abdominal pain. CT was done and showed multiple amorphous tiny metallic foreign bodies situated along the superior margins of the vaginal cuff. On (B)(6) 2013, patient presented with pelvic pain. She passed some metal pieces through her vagina 4 days before. She had essure birth control implant that was removed, but there were pieces left behind that now pass through her vagina. CT showed metallic fbs (interpreted foreign bodies), but no other acute processes. On (B)(6) 2013, patient returned to ed (emergency department) demanding removal of the coils as she complained of persistent sharp stabbing pain. CT showed apparent metallic coils in the cuff. Colonoscopy showed ibs (interpreted irritable bowel syndrome). Operative note: excision of vaginal cuff. Upon opening the cuff, there were 3 tie knot fasteners that had been used to close the vaginal cuff during tlh. These were excised. On (B)(6) 2013, patient was presenting pelvic pain, dyspareunia and dysuria. On (B)(6) 2013, two views of abdomen and pelvis showed three small radiopaque foreign bodies in the left hemipelvis which may be remnant of essure implant. On (B)(6) 2013, a CT of abdomen and pelvis was performed and showed 1 cm simple cyst in the right lobe of the liver and 3 small radiopaque foreign bodies in the left adnexa. On (B)(6) 2013, history and physical notes included: she could not have intercourse secondary to pain in her vagina. She complained of abdominal pain with urination and defecation. She reported rectal pressure. Pelvic pain was worse as the day goes on. She reported a pressure sensation when her bladder is full and that tends to get better when she empties her bladder, as well as pelvic pressure when her colon is full and it tends to get better with defecation. She was admitted for diagnostic laparoscopy and removal of fallopian tubes bilaterally and hopefully removal of the remaining essure coils. Operative note: normal appearing fallopian tubes and ovaries bilaterally. Under fluoroscopic guidance it became apparent that the metallic objects seen on the x-ray were in the vaginal cuff and not in the fallopian tubes, and at that point in time it was decided not to remove the fallopian tubes or ovaries, since they did not appear to be part of the problem. That portion of the vaginal cuff was removed. Additionally, a left retrograde pyelography was performed showing normal delicate ureter throughout. On (B)(6) 2013, patient was presenting back pain, recurrent problem. Severe, stabbing and shooting pain radiates to the left thigh left knee and left foot. Associated symptoms include leg pain parasthesias and tingling. Clinical impression: lumbar radiculopathy. On (B)(6) 2013, MRI of lumbar spine was performed and showed multilevel bilateral mild facet joint hypertrophy. On (B)(6) 2013, she was presenting chest pain, began the day before, occurs intermittently and gradually worsening, associated with breathing and coughing. Described as pleuritic, sharp and tightness. On (B)(6) 2014, history and physical notes included: patient had a return of pain more on the right than on the left, since (B)(6). She was placed on active birth control pills to treat any endometriosis that may be remaining with no improvement. Pain travels to her back and down right leg. Cystoscopy for interstitial cystitis normal, colonoscopy found inflammation, irritation and swelling which has improved with probiotics. She reported some squeezing when she empties her bladder. Operative note: laparoscopic diagnostic/operative salpingo-oophorectomy and ablation of endometriosis, laparoscopic appendectomy. Findings: normal appearing fallopian tubes and ovaries, endometriosis in the cul-de-sac and on the bladder and in the right ovarian fossa, normal appearing appendix. Follow up from 13-jan-2015: updated ptc result. Final assessment: case upgraded to incident. Assessment revised: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report was received from a lawyer/attorney and refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right lower abdominal pain, she was submitted to a diagnostic laparoscopy and essure coil in right tube was extruding back through the fundus of the uterus into the pericolic fat, this coil was removed. Later, patient had persistent pelvic pain and hysterectomy and another laparoscopy were performed. The reported events; interpreted as uterine perforation and pelvic pain, were considered serious, due to medical importance and are listed for essure in the reference safety information. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Essure is contraindicated for patients who delivered less than 6 weeks before device placement, and its safety and effectiveness is not established in patients who delivered 8-12 weeks before the procedure. In this particular case, patient was approximately 7 weeks postpartum at the time of essure insertion. This condition may have been a contributory role in the reported uterine perforation. Nevertheless, considering this event's nature a causal relationship with the suspect insert cannot be excluded. Regarding pelvic pain, since it persisted after essure coil removal and patient had endometriosis and irritable bowel syndrome as possible alternative explanations, this event was considered unrelated to essure. This case was considered an incident due to the required intervention for essure removal. Product technical complaint (ptc) analysis was performed and concluded based on the available information, there is no reason to suspect quality defect of the product.